Manufacturer narrative:
Stryker evaluated the customer's device and observed the charge time was 31 seconds. The device was unrepairable. The customer received a replacement device under warranty. The returned device was archived by stryker. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device took greater than 30 seconds to charge for defibrillation. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.